Manufacturer narrative:
As the negative results were confirmed by the investigation and two additional assays, the negative results obtained by the customer were considered to be correct. A negative result in elecsys hsv-1 igg does not completely rule out the possibility of an infection with hsv-1 as individuals may not exhibit any detectable igg antibodies at the early stage of an acute infection. False negative results may occur when the hsv is glycoprotein g (gg) deficient (0.2 % hsv isolates were gg deficient).

Manufacturer narrative:
The patient has encephalopathy. The customer believed the mother of the patient was infected by herpes, but they did not have any proof. The medication aciclovir was started when the patient was born.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The sample drawn from the patient on (B)(6) 2014 was submitted for investigation. The negative hsv-1 igg result was confirmed by the roche method and two competitor assays (focus and mikrogen).

Event description:
The customer received questionable igg antibodies to herpes simplex virus type 1 (hsv-1 igg) results for one patient when compared to other methodologies. The hsv-1 igg results from the analytical e module were: sample 1: (B)(6) 2014: 0.065 coi-negative. Sample 2: (B)(6) 2014: 0.065 coi-negative. Sample 3: (B)(6) 2014: 0.065 coi-negative. Sample 1 and sample 2 were sent to another hospital and tested on a liaison (diasorin) analyzer. Sample 1 result was hsv-1 igg: positive. Sample 2 result was hsv-1 igg: positive. Sample 1 was sent to another hospital and tested on an immulite (siemens). The result was hsv-1 igg: positive. The hsv-1 igg results from the analytical e module were reported outside the laboratory. No results were reported to the physicians and the laboratory explained that the samples were under investigation. No adverse event was reported for the patient. The hsv-1 igg reagent lot number was 174277. The expiration date was requested but was not provided.